Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient was getting 2-4 coupling bars at best. The hcp reported that the patient still had swelling at the pocket site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. Patient reported poor coupling and requested or a left side holster. Patient stated that they had ins replacement due to normal battery depletion to a rechargeable device. Patient reported that they were only getting 2 coupling bars, further stating that they had repositioned the antenna and only to get two or no bars. The antenna locate (al) feature was reviewed for patient, to reposition the antenna over the ins and turn antenna dial through all four positions, then attempted a recharge session but this did not resolve the issue. Patient was unable to follow al feature instructions and was also uncomfortable with the process so it was stopped. The status of the ins was unknown at the time of the report. Patient was redirected to the health care professional (hcp) for further investigation. The importance of antenna placement was reviewed as well as charging over thin material-not bulky clothing. It was also reviewed for patient how the number of efficiency bars would affect recharge time. No patient symptoms were reported. No further patient complications were reported/anticipated as a result of this event.